Manufacturer narrative:
The device has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 01/23/2017, the reporter contacted animas and alleged the following: the patient states the isf and I:c ratio went back to the factory default settings after having been set. The blood glucose dropped to 43 mg/dl after taking a bolus using an incorrect isf, bg target and I:c ratio. The patient was confused and did not know who they were, but required no unusual treatment. This complaint is being reported as the patient experienced hypoglycemia related to the pump settings not holding.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/08/2017 with the following findings: the pump was exercised for 24hs with the users isf and I:c ratio. After 24hrs no changes were observed in the isf and I:c ratio; the pump did not revert to default isf and I:c ratio settings. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint. The audio bolus button cover is missing on the pump. Unable to perform a 10u audio bolus due to missing cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.